Event description:
On february 08, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the machine freezes up intermittently and main screen goes black with just a cursor. Once they reboot it is fine for rest of the day. There was no impact or injury to the patient reported. There is no death or serious injury associated with this event. This issue was initially identified as a non-reportable event. During a retrospective review, it was determined that this complaint should be reported in an abundance of caution.